Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolus and a need for right total knee replacement. Around ten years and nine months post filter deployment, a computed tomography (CT) abdomen with intravenous contrast revealed that the filter migrated, tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years nine months of post-deployment, a computed tomography (CT) abdomen with intravenous contrast showed that filter was visualized appropriately in the infra renal inferior vena cava, approximately 7 cm above the iliac bifurcation. The inferior vena cava filter migrated 5 cm distally and a 7 mm mesenteric perforation was noted. Struts extended beyond the contours of the inferior vena cava was a common finding. The filter was tilted with an apex against the inferior vena cava wall. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4. H11: h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolus and a need for right total knee replacement. Around ten years and nine months post filter deployment, a computed tomography (CT) abdomen with intravenous contrast revealed that the filter migrated, tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.